Event description:
Event description boston scientific, crm received information that during the implant of this sub-q array lead, the patient required an abnormal amount of blood (900 ml) due to wound bleeding in the area of the sub-q array. Further evaluation showed no hematoma. The circulation of the patient was temporarily poor; however, the physician did not feel that this issue was related to the lead. The following day the patient was confirmed to be in stable condition with stable circulation. The lead was successfully implanted and remains in service.